Event description:
It was reported that stent damage occurred. The 9% stenosed target lesion was located in the distal end of right coronary artery. A 2.75 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure the device could not go through after full pre-treatment and the stent strut was found to be lifted up after withdrawal. The procedure was completed with the different device. There were no patient's complications nor injuries reported and the patient status was stable. It was further reported that the 90% stenosed target lesion was located in mildly tortuous and mildly calcfied distal end of right coronary artery.

Event description:
It was reported that stent damage occurred. The 9% stenosed target lesion was located in the distal end of right coronary artery. A 2.75 x 16 synergy drug-eluting stent was advanced for treatment, but could not cross the lesion and when the device was removed, it was noted that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.